Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator.

Event description:
It was initially reported that the implanted patient was experiencing an infection with tenderness and drainage at the generator site. The patient was said to have a low grade fever for about four weeks. Cultures were taken and confirmed a staph infection. Patient's infection has since resolved, so no explant of the device was needed. There was no trauma or manipulation to the device. No changes in medications. No antibiotics were given to the patient. It is unknown if antibiotics were prophylactically provided to the patient during implant. The surgeon has been unable to get in contact with the patient, but has been unsuccessful to date for follow up of issue. The surgeon is not sure if the event is related to the surgery or gi condition. The patient is going to be monitored any future issues. Lead pulse generator DHR's were reviewed indicating that both were sterilized prior to distribution.